Manufacturer narrative:
The device will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Testing confirmed telemetry could not be establish. A printout was able to be obtained and the pacing and sensing functions were normal at the programmed settings. Low battery voltage was noted due to an intermittent high current, however, it could not be ascertained were the high current originated as the information was lost during the analysis.

Event description:
Boston scientific received information that this pacemaker could not be interrogated during a device check in the clinic. The patient was not symptomatic. Troubleshooting was unable to resolve the issue. Boston scientific technical services (ts) advised the device be replaced as soon as possible. The device was explanted the following day and a new device implanted. There were no additional adverse patient effects reported.